Manufacturer narrative:
Upon investigation of the actual device used in this incident a field service engineer was unable to replicate the reported behavior but performed preventative maintenance as a precaution. All cables for half height matrix drawer were reseated and the station was rebooted to resolve. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis anesthesia es system drawer 2.2 pocket 6 that contained succinylcholine was not detected by the system. The customer added that there was a delay of 20 to 30 minutes and reported that the pharmacist was able to pull out medication from a different device. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Section d4: corrected primary unique device identifier number.

Event description:
It was reported by the customer that a pyxis anesthesia es system drawer 2.2 pocket 6 that contained succinylcholine was not detected by the system. The customer added that there was a delay of 20 to 30 minutes and reported that the pharmacist was able to pull out medication from a different device. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Corrections and or additional information has been added to the following sections: a1, d1, d5, h6, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 04-dec-2021 to 04- dec-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the field service technician was unable to replicate the reported behavior but performed preventative maintenance. Reseated all the cables and rebooted the station to resolve the issue. The system functioned as intended after troubleshooted by the field service engineer.